Event description:
Related manufacturer reference number: 2017865-2022-41491. It was reported the patient presented in clinic for a follow up. Upon interrogation, it was observed the atrial lead was oversensing noise leading to inappropriate mode switch and pacing inhibition. No intervention was completed. The patient was stable.

Event description:
New information received indicated the patient presented for a routine check. A chest x-ray was completed, and it was observed the atrial lead had fractured. The atrial lead was capped and replaced on (B)(6) 2022. The patient was stable.